Event description:
Nurse (s) experienced slight skin irritation while wearing face masks. A primary skin irritation test was performed on this mask. The results are attached for review. No irritation was observed on the test subjects.